Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely there was a connector communication failure due to wearing of pins of the scope socket with long-term repeated use given that 7 years had passed since the device was manufactured.

Manufacturer narrative:
The device was returned to olympus and the device evaluation confirmed the user report of a faulty scope socket. The device was tested with 180 and 190 model scopes and a test scope socket and the unit passed functional inspection. Scope socket (ru726800) and support coil (gt348600) will need to be replaced due to faulty scope socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Customer reported that the evis exera iii xenon light source displayed a b30 communication error with each scope that was plugged in. There was no patient injury that resulted from this event.